Manufacturer narrative:
(B)(4) film evaluation results are: a review of pre-implant CT¿s and sizing worksheet revealed that the patient had a 7.6cm max diameter infrarenal aaa. The aneurysm contained significant thrombus; 2 ¿ 3cm flow lumen diameter. The infrarenal neck diameter ranged from 25 ¿ 26 ¿ 23mm along the 3cm length. The neck was essentially straight, and contained thrombus with significant amounts of calcification. The distal aortic diameter measured 26mm and was moderately calcified. The iliac arteries were mildly tortuous, with little thrombus or calcification present. The right common iliac artery ranged in diameter from 14 ¿ 17 ¿ 17mm along the 4cm length, and the left common iliac artery ranged in diameter from 16 ¿ 15 ¿ 14mm along the 5cm length. The left internal iliac artery was aneurysmal; 24mm max diameter. Review of CT¿s and 3d film report from ~4 years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest left renal artery; the stent graft proximal od measured ~30mm. The bifurcate ipsi limb was positioned on the right side and extended distally into the mid-length of the right common iliac artery. The contra limb was placed into the mid-length of the left common iliac artery. The aaa max diameter measured ~11cm maximum. No contrast was seen within the aaa sac; however, contrast was seen outside both distal iliac limbs which may have been pressurizing the sac. The distal od of the right limb measured ~21mm and appeared unopposed to the right iliac artery which measured ~27mm maximum. The distal od of the left/contra limb measured ~21mm and also appeared unopposed to the left iliac artery which measured ~26mm maximum. Both common iliac arteries were also calcified. The limbs were patent and no stent graft kinks or compression was observed. No other stent graft issues were seen. The exact cause of the aneurysm expansion could not be determined from the images provided. Earlier post-implant films were not available for review. It is possible that the aaa is being pressurized distally via either or both iliac arteries, which appear to lack adequate distal stent graft opposition. It is possible that this was caused by disease progression; bilateral iliac artery dilatation. Films post-intervention implant using endurant 16x24x93 bilateral extensions, which reportedly resolved the distal type I endoleak were not available for review.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 7.6 cm in diameter abdominal aortic aneurysm. It was reported that a CT revealed bilateral distal type ib endoleaks. Currently, the aneurysm is 10.1cm in diameter x 10.9cm in length. The physician elected to implant endurant 16x24x93 bilateral extensions and the distal type I endoleak was resolved. Per the physician, the cause of event was due to artery dilatation and disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.